Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital reported that after approx 4 months of support on the lvad, the pt's pump was exchanged with another MFR's lvad due to hemolysis. In addition, the MFR received user facility report (B)(4) from the (B)(4) registry which stated "pt admitted with abd pain and ldh 2472/plasma free hgb 232, total bili 8.5. Ldh trending up despite bivalirudin and tirofiban gtts. Pt taken to operating room for pump exchange on 5/20 with expected pump thrombosis."

Manufacturer narrative:
The user facility report #(B)(4)was received from the (B)(4) registry. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.